Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was advanced into left atrium. Air entered hemostatic valve during removal of dilator. Air entered into anatomy. Aspiration was performed for removal of air. During deployment sequence of mitraclip, the clip was unable to open and one gripper was unable to lower during grasping the leaflets. Troubleshooting resolved both the issues. The clip was deployed successfully. The mr was reduced to 1 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported leak could not be conclusively determined. The reported air embolism is a cascading event of the leak. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.